Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival recession ("my gums have receded"), hyperaesthesia teeth ("sensitivity/my teeth have started to look see through on the edges"), dental caries ("cavities") and tooth fracture ("chipped a tooth"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, gingival recession, hyperaesthesia teeth, dental caries and tooth fracture outcome was unknown. The reporter considered dental caries, gingival recession, hyperaesthesia teeth, medical device removal and tooth fracture to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: hyperaesthesia teeth, dental caries, tooth fracture, gingival recession. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received : case became serious incident. Event medical device removal was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.